Event description:
It was reported that the patient presented with the preoperative diagnosis of recurrent lumbar radiculopathy, mechanical back pain, and lumbar stenosis. The patient underwent surgery which consisted of a re-exploration, followed by removal of l4 through s1 plates, followed by l2 through l4 laminectomies, bilateral facetectomies, bilateral foraminotomies, nerve root and thecal sac decompression, followed by an l2 through s1 posterolateral arthrodesis and instrumentation using locally harvested bone graft to allograft, rhbmp-2/acs and pedicle screw fixation. Per the operative report ¿¿of note, from the l4 through s1 level the existing fusion mass was decorticated . A posterolateral arthrodesis was then performed using locally harvested bone graft, which was morcellized added to allograft and rhbmp-2/acs and placed posterolaterally from l2 through s1¿.¿ of note, at the l4 level there appeared to be a small dural bleb with no evidence of csf leak. Good positioning and instrumentation was verified on intraoperative x-rays. No patient complications were noted. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with resolution of the pre-op radiculopathy. The patient did complain of pain radiating into their testicles, some incisional pain, and that his back was achy. Medications: oxycodone, norco and ambien on (B)(6) 2009 the patient presented with low back pain and reported that the oxycodone was interfering with sleep. On (B)(6) 2009 the patient underwent x-rays which showed pedicle screws and plates were evident from l2-s1. A large laminectomy defect was evident as well. There was relatively normal anatomical anatomy demonstrated. There was marked disc space narrowing at l4 and l5. Instrumentation was intact. On (B)(6) 2009 the patient presented with some incisional pain and some lower back pain but overall improvement. X-rays were reviewed which revealed good instrumentation positioning and evidence of early fusion. On (B)(6) 2010 the patient, approx. 11 weeks post op, the patient reported their ¿excruciating pain¿ was gone from the low back. The patient also reported depression. The patient was to start discontinuing oxycodone and using norco. Assessment: lumbar spondylosis, lumbar post laminectomy syndrome, and lumbar pain. On (B)(6) 2010 the patient underwent lumbar spine x-rays which showed extensive laminectomies from l2-5 and posterior bone graft material was evident in those areas bilateral transpedicular fixation screws were seen from l2-s1 and they were connected with parallel harrington rods. There were cross bridging rods seen from l2-l3 and l3-l4 levels. The lateral films showed obliteration of the disc spaces from l4-s1. There was anterior hypertrophic spurring at the l3-l4 level. The vertebral bodies showed good alignment. The flexion-extension views showed limited range of motion and no subluxation¿ ¿there was some relative increased bone formation along the disc spaces from l4-s1 which normally might account for some spinal stenosis. With that extensive laminectomy, that is probably not the case¿. On (B)(6) 2010 the patient presented with improvement since operation. The patient did report left hip pain and left testicular pain. Per the encounter notes, a review of x-rays showed good positioning of instrumentation, a solid evidence of fusion and no evidence of instability. The patient was to wean off the brace and start physical therapy. On (B)(6) 2010 the patient presented with low back pain. Medications: narcotic analgesics, muscle relaxants and nortriptyline. On (B)(6) 2010 the patient complained that they had had no improvement after the surgery and that they were ¿about the same¿. On (B)(6) 2010 the patient reported they were still having quite a bit of pain and increased depression. On (B)(6) 2010 the patient presented with insomnia secondary to pain and anxiety. Assessment: lumbar spondylosis; lumbar post laminectomy syndrome; chronic lumbar radiculopathy. On (B)(6) 2011 the patient presented with chronic pain, improved insomnia, and improved nocturnal spasms. On (B)(6) 2011 the patient presented with chronic pain. On (B)(6) 2011 and (B)(6) 2012 the patient presented with the diagnosis of chronic low back pain; lumbar spondylosis and degenerative disc disease; chronic left l5 radiculopathy; muscle spasms; insomnia secondary to chronic pain. The patient was on disability, medications: norco, nortriptyline, valium, atenolol, lisinopril, avandia, metformin, caduet, aspirin, cymbalta, and lantus insulin. On (B)(6) 2012 the patient reported increasing problems with his right foot dragging. Assessment: chronic low back pain, status post lumbar laminectomy and fusion x3; lumbar spondylosis and degenerative disc disease; chronic left l5 radiculopathy; insomnia secondary to chronic pain; muscle spasms. On (B)(6) 2012 the patient presented with the diagnosis of worsening chronic low back pain; lumbar spondylosis and degenerative disc disease; chronic left l5 radiculopathy; muscle spasms; insomnia secondary to chronic pain. Medications: norco, valiu, nortriptyline. On (B)(6) 2013 the patient presented with the diagnosis of worsening chronic low back pain; lumbar spondylosis and degenerative disc disease; chronic left l5 radiculopathy; muscle spasms; insomnia secondary to chronic pain. The patient felt they were worsening and hydrocodone was not working. Medications: norco, restoril, nortriptyline and oxycodone(new)

Manufacturer narrative:
Concomitant products: depuy instrumentation, lifenet implant (implant (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.